Event description:
Lower anterior resection. Fired cs25 dlu transanally. Checked anastomosis with saline and saw bubbles. Surgeon checked donuts only to find a full proximal donut and partial distal, which was also very thin. Surgeon oversewed anastomosis too tight and therefore had to re-do using competitive device.